Event description:
It was reported, that during a procedure for a gamma nail, a broken piece of metal was inside the nail which caused the lag screw to jam. This caused a 30 min delay and an extra 200ml of blood loss. The pt died two days later but cause of death was other illness.